Event description:
It was reported that a (B)(6) female patient underwent a tricuspid valve repair using an edwards annuloplasty ring, but exhibits severe tricuspid regurgitation two months post implant. Report indicates no intervention is planned or scheduled. Implant operative report indicates this patient underwent mitral valve replacement and placement of permanent ventricular lead in the infraclavicular area in addition to the subject tricuspid valve repair during the same surgery. Records indicate no complications during implant.

Manufacturer narrative:
Report of severe tricuspid regurgitation approximately two months post tricuspid valve repair using an edwards annuloplasty ring. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring. The causes for a failed annuloplasty repair are well documented in the literature. These are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Failed repairs are almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. Echocardiography discs were provided; however, independent review has not yet been completed. Additional information will be reported once available.

Manufacturer narrative:
Additional manufacturer narrative: intraoperative echo discs were provided and forwarded to an independent consultant, review and impression as follows: " a patient with severe lv systolic dysfunction, probable concomitant mitral stenosis, rv systolic dysfunction and very severe presumably functional tr underwent mitral valve replacement and tricuspid valve repair with prosthetic annuloplasty. Post-operatively, there is worsened lv systolic function, and persistent or recurrent tr. There appear to be two possibly related etiologies of post-operative tr. First, there is dissociation of the septal aspect of the annuloplasty ring from the septal aspect of the annulus. This could be due to the usual absence of septal sutures used for tricuspid ring implantation (out of concern for compromising atrio-ventricular conduction), or due to partial dehiscence of the ring. Second, there is substantial tricuspid leaflet restriction despite the annuloplasty. It is unclear whether partial dissociation of the annuloplasty ring from the annulus is fully responsible for leaflet restriction and tr, or whether some amount of persistent leaflet restriction and tr would have been present regardless." Annuloplasty ring dehiscence (dissociation) may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Therefore it is likely that this event may be related to patient factors, in addition to technical and operational context. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. No further action is required at this time.